Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose and medication intake on an empty stomach on (B)(6) 2018 with blood glucose of 61 mg/dl at the time of the incident. The customer was at 66 mg/dl at the time of admission, and 93 mg/dl at the time of the call. The customer stated that they were having lows but they were not displaying on the pump and they got no alarms associated with the lows. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer stated the low was not caused by the pump. The insulin pump will not be returned for analysis.